Event description:
It was reported via repair work order that the xpert mattress power cord outer sheath was splitting exposing inner wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.